Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had broken belt clip slot, cracked reservoir tube, scratched screen, and dog chew mark on the case.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process as well the device was stuck in the prime loop. Troubleshooting was performed, and no damage to the drive support noted. No further information was provided.